Event description:
It was reported that the suture was pulled out of the anchor. No patient injury or complications were reported.

Manufacturer narrative:
Please reference communications attached to the complaint. Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.